Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 2 mg/ml at 0.4 mg/day and bupivacaine 30 mg/ml at 6.001 mg/day via an implantable pump for malignant breast pain. It was reported that device interrogation on 02-aug-2017 revealed a pump motor stall occurred (B)(6) 2017 at 08:19 with stall recovery on (B)(6) 2017 at 10:00 without report of an MRI. No patient symptoms were reported. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No actions/interventions were taken. The event was considered 'resolved without sequelae' as of (B)(6) 2017 and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was not determined. The baseline weight was (B)(6)lbs.